Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08705 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 479 mg/dl at the time of incident. Customer was treated with manual shot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. Customer was able to perform high pressure test at that time. Customer was using auto mode feature. Customer was assisted with performing the high pressure test and the test results passed. Troubleshooting was performed for high blood glucose level and bent cannula. The insulin pump will be returned for analysis.